Manufacturer narrative:
Co2 qc prior to the event was within lab-established ranges. Co2 qc after the event was out of range low. After recalibration on (B)(4) 2011, instrument performed acceptably and no further co2 issues were noted. Bci field service engineer (fse) was dispatched on 04/19/11. Fse performed system health checks. Bci technical support reviewed customer's data and determined all values meet the ion selective electrode (ise) mod performance criteria. Further review of data shows that during the time frame of event, the instrument was generating sample probe obstruction errors. Customer recalibrated the ise's and qc recovered properly. Bci technical support reviewed the ise calibrations and qc, post customer recalibration, and no further issues were noted. Root cause is believed to be a sample handling issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false low co2 results,generated by the unicel dxc 800 pro synchron chemistry analyzer, for thirty five (35) patients. Some results were reported out of the lab. When issue was noticed, samples were retested on an alternate instrument. Results that were erroneously reported were amended. It is unknown if treatment was initiated or withheld based on the false co2 results reported.